Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a needle. The customer reports when trying to remove the safety cap, the needle broke off.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.